Manufacturer narrative:
Device was received with critical pump error alarm during testing due to moisture damage on electronic assembly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on unknown date, and with unknown blood glucose level. Customer¿s other blood glucose value was 104 mg/dl. Customer also reported that the insulin pump had open book image on the screen. Customer was not able to rewind. Customer was advised to place insulin pump in storage mode. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.